Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking o2 safety valve at 2.73 lpm @ 4.29 bar. As a resolution, vyaire medical informed the customer to replace the o2 safety valve and update the status. This complaint will be included with on-going trending analysis.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire tech support received video and log files and confirmed alarm 389 occurred 15 times. Aside from alarm 389, the o2 safety valve has a leak as per functional screen. The device also experienced a depleted o2 sensor and alarm 242 temp of (blower high) has been identified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista experienced alarm 389 (no o2 dosing possible). The customer confirmed there was no patient involve associated with the reported issue.